Event description:
It was reported that this right atrial lead was surgically abandoned due to exhibiting high pacing thresholds and no brady pacing delivered when required. Another lead was implanted instead. No further adverse patient effects were reported.